Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v575548, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation and had a ¿call your doctor¿ icon with a power on reset (por) condition. The patient noticed a warning por on their patient programmer 2 days ago and they had a CT scan done 3 days ago. It was noted that the patient had a loss of therapeutic effect and noticed their symptoms return really fast 2 days ago. The patient was in a hospital recently to return paperwork and had a CT scan. Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined and it was device related. It was noted that reprogramming was not needed. The patient¿s internal battery had exceeded its lifetime. It was reported that the troubleshooting performed to resolve the event was that reprogramming was attempted. Currently the patient was having no symptom relief but was scheduled for a battery exchange in the operating room (or).